Event description:
It was reported that the stent premature detached during procedure and remained in the patient. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).